Event description:
It was reported the patient had a fluid build up at the pump pocket site. The seroma was tested and opiate was found in the fluid. The fluid was aspirated. The drug in the pump was morphine. The hcp indicated there was no injury to the patient.